Event description:
Boston scientific received information that high pacing impedance measurements were observed on the pacemaker and right ventricular (rv) lead. All other measurements were in normal limits. Noise was also noted on the shock channel when the patient rested on their left arm. Boston scientific technical services (ts) discussed the potential causes for the reported observation and suggested measures to evaluate the system. The device and lead remain in service. No adverse patient effects were reported.

Event description:
Additional information reported that the patient was checked by the physician. The device was explanted while the lead was surgically abandoned. The device will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information is requested. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.